Manufacturer narrative:
Patient city: talavera de la reina. Patient country: spain . Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 . Zip four: 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set leakage at the insertion site on (B)(6) 2026. The infusion set had been in use for one day. The patient was able to manage the issue by changing the infusion set.